Event description:
The atient underwent a sling procedure in 2005. On the first postoperative day, the patient developed a mild, low grade fever which the investigator attributed to the vaginal hysterectomy. The patient was treated with three days of IV gentamycin and the event resolved in 07/2005. The patient had a normal voiding pattern when she was discharged home in the following day.